Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the handle on the mast has broke at a weld.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: patient transport. Frame/structure, other/defective. Lift was operated before full assembly resulting in damage to the mast handle/abuse. Complaint was confirmed. The underlying cause is lift operated before full assembly. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: patient transport. Frame/structure, other/defective. Lift was operated before full assembly resulting in damage to the mast handle/abuse. The dealer stated the handle on the mast has broke at a weld.